Event description:
It was reported to medtronic minimed that the customer reports inpen application is not recording the exact doses dialed on the inpen. The customer stated the inpen dose(s) are not transmitted to inpen application. The customer reported no adverse event. The event involved product(s) inpen. Troubleshooting was performed for the dose log inaccuracy, and the during a test, 5 unit doses were not accurately recorded. Troubleshooting was performed for the inpen dose(s) are not transmitted to inpen application, and unpairing/repairing of the inpen with the mobile device was successful. Reported issue resolved, no escalation required. Troubleshooting was performed for the dose log delay, and the delivering another dose resolved the issue. Reported issue resolved, no escalation required. No harm requiring medical intervention was reported. No product return is required for inpen.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.